Event description:
A service tech from dealer reported that a jb-70 intra-oral x-ray unit, (B)(4), would generate an exposure on its own when the unit was turned on. The system could not make additional exposure unless it's powered off and on again.

Manufacturer narrative:
Method: the returned display board and logic board, built in 1/2010 and 12/2009 respectively, are not from the original system which was built in 06/2006.